Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00213 and 00214. Device was disposed of by the hospital.

Event description:
The patient was undoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter, 3max reperfusion catheter and a 5max separator. During the procedure, a combination of the 5max ace and 3max catheters along with support of the 5max separator was used. Successful use of these devices by the treating physician resulted in tici 2b reperfusion. There were no clinical or technical complications noted but subsequent head computed tomography (CT) obtained revealed hemorrhagic conversion of the left mca infarct with surrounding edema. This was adjudicated by the site to be severe and of "uncertain" relationship to the penumbra system.